Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1688tc competitor lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) triggered, with short intervals, oversensing, noise, and lead fracture noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.